Event description:
The patient is pursuing a product liability claim. It is reported that the patient received the below noted tm augments on (B)(6) 2015 and was revised on (B)(6) 2015 due to infection. Additional information noted indicates that the patient underwent a debridement procedure on (B)(6) 2015 and received continued IV treatments. The patient underwent another debridement procedure on (B)(6) 2015 without improvement of their condition. On (B)(6) 2015, the patient was revised of their tm components and had an antibiotic spacer implanted. The patient is scheduled to have the spacer removed and final components implanted (B)(6) 2015; however, no further information was received on this patient event as of this notification. The components implanted which are zimmer tmt design control are: 5mm distal femoral augment (qty 2). 5 mm tibial augment block, left lateral/right.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.